Event description:
It was reported that patient underwent an unknown procedure on an (B)(6) 2014 and suture was used. During knotted suture in the course of passage through a bone, the suture was detached from the needle. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.